Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The device was bloody and the balloon was tightly folded. The hub, hyptotube, inner/outer shaft, balloon and tip were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 71 cm from the strain relief and there were numerous kinks in the hypotube. The fracture faces were oval, as if kinked prior to separating. Inspection of the remainder of the device presented no other damage or irregularities. The reported shaft fracture (separation) was confirmed. Despite being in the patient¿s body when the incident occurred, the numerous kinks and subsequent break in the hypotube is most probably due to manipulation of the hand. The metal of the hypotube isn¿t likely to be kinked by patient anatomy, but with the force of hand manipulation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft broke over 15 cm from the handle. The balloon was removed with the guiding catheter. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft broke over 15 cm from the handle. The balloon was removed with the guiding catheter. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.